Manufacturer narrative:
(B)(4). Batch # m53w23. The analysis results found that the tlc10 instrument was received in good visual condition and with two cartridge reloads present. The cartridge reload b was received unfired and with the swing tab in the unlocked position. The cartridge reload (c) had the swing tab in the locked position, and the proximal 4 drivers up without staples; the remaining drivers were down with staples present. It could not be determined if the reported incident was the result of a premature lockout, or the result of an interrupted firing stroke. The instrument was tested for functionality with the returned cartridges reloads and it fired, cut, and formed all the staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. On which firing did this occur? For clarification, was the plastic reload malformed? What was the shape of the staples (b-formation, irregular, legs straight)? How much blood was lost (ml)? Did the patient require a blood transfusion? If yes, how many units were given? Did the post-operative care change based on the bleeding? What is the current status of the patient?

Event description:
It was reported that during a right hemicolectomy procedure, for resection of the colon, the surgeon fired the device with a reload. But the formation of the cartridge was malformed, so bleeding occurred. The surgeon decided to re-inforce by suturing those lines, because he did not believe to fire through that stapler again.